Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective unit/part for evaluation. Therefore, no root cause could be determined. Parts order submitted for fulfillment. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with the vela ventilator where calibration did not resolve vte (end-tidal volume) error. Eventually, a transducer fault occurred. Furthermore there is no patient associated with the reported event.